Event description:
The affiliate reported the customer alleged erroneously elevated thyroid-stimulating hormone (tsh) result, above the normal reference interval, for one patient involving unicel dxi 800 access immunoassay system. Subsequent testing recovered a lower result within the normal reference interval. The elevated result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event.